Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complications.

Event description:
Same case as MFR report #: 2134265-2008-04627. Clinical trial. It was reported that 25 days following coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction. The target lesions were in the proximal lad (left anterior descending), measuring 3.0x20mm with 90% stenosis and in the proximal circumflex measuring 3.0x24mm with 99% stenosis. Predilation was performed as well as post dilatation in both target lesions. The lad lesion was treated with a 3.0x24mm taxus liberte stent and the circumflex lesion was treated with a 3.0x28mm taxus liberte stent. Residual stenosis was 0% and timi flow 3 in both target lesions. The patient was re-hospitalized 25 days post procedure due to a myocardial infarction. The subject presented with angina to the hospital and an ECG was performed. The patient was admitted and cardiac enzymes were drawn. Medical treatment was given, the event was resolved, and the patient was discharged.